Manufacturer narrative:
Unk, unk, unk, unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # 717296.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +6.00/+2.0/132 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as lens rotation not associated to a low vault and patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2020 but the problem was not resolved. The cause of the event was unknown. The lens remains implanted.